Event description:
Litigation papers allege on (B)(6), 2006, patient had implanted a depuy asr into right hip; on (B)(6), 2006, patient had implanted a depuy asr into left hip. It is further alleged the patients depuy asr left hip failed. It is further alleged patient suffered multiple physical and mental injuries and problems.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.